Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon ruptured. The procedure was completed with a 4x10 wolverine coronary cutting balloon. There were no patient complications reported. It was further reported that the target lesion had 90% stenosis and was located in the mildly tortuous and severely calcified right coronary artery.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon ruptured. The procedure was completed with a 4x10 wolverine coronary cutting balloon. There were no patient complications reported.